Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope nozzle was clogged. The issue occurred during a screening test procedure. The diagnostic procedure was completed with the same set of equipment and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. During the device inspection, the customer's complaint was not confirmed, no issues were observed with the nozzle. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes and no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, as the reported issue could not be confirmed, the foreign material could not be identified, and root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions included in:  gif-1200n operation manual chapter 3 preparation and inspection. Gif-1200ni reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.